Manufacturer narrative:
The customer did not return the suspected device for evaluation. Since the meter associated with the event was unknown, an in-house testing was performed with the contour next one meter and contour next test strips from lot # 0lpeg09a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The reporter's information was not provided, therefore, no information was captured. No information was captured as the customer's weight was not provided. The model # was not provided.

Event description:
A pharmacist called on behalf of the customer to report that they performed a blood glucose testing on the ascensia meter, which gave a reading of 200 mg/dl over their normal range. No information provided about which ascensia meter was used by the customer. Based on this reading, the customer administered insulin from the insulin pump and felt sick. The customer's family called the ambulance and took them to the hospital. No further event details were provided. The pharmacist disconnected the call. Therefore, the device could not be requested back for evaluation.